Manufacturer narrative:
Concomitant medical product: w4tr02 crtp, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up visit the patient noted intermittent left upper quadrant thumping sensation while lying. The physician noted this was due to mild phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and no phrenic nerve stimulation was noted. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.